Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5.0 x 40mm, 135cm mustang balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5.0 x 40mm, 135cm mustang balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. No patient complications were reported and patient's status was stable. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 8mm distal of the proximal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified damage to the tip of the device. This type of damage is consistent with the device encountering resistance when crossing the lesion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5.0 x 40mm, 135cm mustang balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. No patient complications were reported and patient's status was stable. It was further reported that the procedure was completed with a different device.